Event description:
Report received from the USA stating that the device had a hole in the hose. The device was being used during surgery. No injury or medical intervention occurred. It is unknown if there was a delay in the surgical procedure. No additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).